Manufacturer narrative:
Unit received with motor error during rewind due to motor encoder signal out of phase. Unable to perform normal operating current. The stop (idle) current and run current measurement tests a21 alarm, self test, rewind test and displacement test, dat test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify audio/vibrate, possible over delivery and care link due to motor error alarms. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. However, there is no data available on (B)(6) 2024), unable to perform data analysis for no possible under delivery alarm complaint. Unit unable to download unit to (care link) pro due to issued with care link file unable to generated. The following were noted during visual inspection: the following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify audio/vibrate, underdelivering. Low bg/over delivery due to motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: removed diabetic ketoacidosis as case notes does not meet criteria.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly, audio/vibrate anomaly, or absence of alarm. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, treated with discontinued use of insulin delivery system, discontinued use of insulin delivery system, manual injection/insulin pen. The event involved product(s) mmt-754wws. The troubleshooting was performed and no further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-754wws was requested and the customer response was the device would be returned.